Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -12.0 into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vault. In a separate surgery that day a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).